Event description:
Just in may, actually in march, I bought this first aid kit on amazon, but in may, when I used their eyewash, my eyes were severely burned and very painful. Fortunately, I went to the hospital immediately and it was relieved. I was very angry. Later, after checking with doctors and other professional experts, it was found that the eyewash sold by the company on amazon had no FDA qualification at all! Please investigate immediately! Make her compensate! I have bought from this website, but he is still cheating consumers on other links! I must file a complaint against him and take him to court! The following is what I bought on this link for (B)(6)? Https://www.amazon.com/professional-emergen cy-camping-vehicle-emergencies/dp/b0d1vvkn2x/ this is a chinese seller from (B)(6)!!! Where is the worst place for illegal immigration!!! His other links? Https://www.amazon.com/vriexsd-premium-waterproof- businesses-emergencies/dp/b0df7k191c/ https://www.amazon.com/vriexsd-premium-emergency-o utdoor-survival/dp/b0bfn7k6zz/ https://www.amazon.com/vriexsd-premium-camping-out door-emergencies/dp/b0dgg1zh2n/.